Event description:
Certified diabetes educator reported customer being hospitalized due to high bg/dka. The cause of hospitalization (as per md) was unknown. Instructed customer to monitor bg and explained the high blood glucose rule. Advised customer to call back for high pressure test when clamp arrives. The certified diabetes educator also stated customer needs further education in use of pump.